Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd blunt fill needle with filter experienced foreign matter in the fluid path. The following information was provided by the initial reporter: the customer was drawing up the eylea from the vial himself and noticed that there was a speck of material in the syringe afterwards.

Event description:
It was reported that the bd blunt fill needle with filter experienced foreign matter in the fluid path. The following information was provided by the initial reporter: the customer was drawing up the eylea from the vial himself and noticed that there was a speck of material in the syringe afterwards.

Manufacturer narrative:
This complaint had been identified as a duplicate of MFR report #: 1911916-2021-01103. This incident and the initially submitted MDR, (MFR report # 1911916-2021-01101), can therefore be disregarded.